Manufacturer narrative:
The lift strap was returned to the manufacturer and the manufacturer's technical investigation concluded that the strap had broken off at the seams due to damage at the seam of the lift strap. However, it is unclear what caused this damage. No apparent damages or burrs on the strap lock were identified. The pin and the lower side of the seam could not be located at the account, and therefore could not be investigated. The lift strap had been replaced at the account on february 4, 2019, after it was identified that the old lift strap was worn. During this replacement, the technician did not find any damage on the new lift strap. It was also tested after replacement and was functioning as designed. The instructions for use for the multirall (7en125103 rev. 13) state: before lifting, always make sure that: the lift strap is not twisted or worn and can move in and out of the lift freely. The lifting accessories are not damaged. The lifting accessory is correctly and safely applied to the patient in order to prevent injuries. The lifting accessories are properly attached to the lift . The lifting accessories hang vertically and can move freely. The technician has replaced the lift strap to resolve the issue. Based on this, no further action is required.

Event description:
Hillrom received a report from the account stating that during transfer of patient from armchair to bed, the strap of the lift motor came off when the caregiver tried to lift the patient. The patient remained in the armchair during the incident as the transfer was only just beginning. The lift motor fell on the patient's left thigh. The lift was located at the account at the time of the incident. There was no patient or user injury.this report was filed in our complaint handling system as (B)(4).